Event description:
It was reported, the recharge burden for the pt's ((B)(6)) ipg recently increased from once a month to once daily. Efforts to resolve this matter with use of a different charging system were unsuccessful. Furthermore, diagnostic tests revealed no issues with respect to impedance measurements. Surgical intervention was undertaken to replace the pt's ipg. No further complications have been reported following the procedure.

Manufacturer narrative:
Add'l: (B)(4). This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.